Event description:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of death ('we are learning of deaths due to the essure') and in an unknown number of female patients who had essure inserted for female sterilisation. Detailments about essure insertion date, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. In addition, other events were reported: hysterectomy ('the majority are having to have hysterectomies as early as age 20'), pregnancy with contraceptive device ("there is about 45, maybe more who were pregnant or have been pregnant with essure") and experienced abortion spontaneous ("many lost the babies"). The reporter considered abortion spontaneous, death and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: events " ¿we are learning of deaths due to the essure" and "the majority are having to have hysterectomies as early as age 20" were added. This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of deaths due to the essure in an unknown number of female patients. Detailments of dates and cause of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of death ('we are learning of deaths due to the essure') and in an unknown number of female patients who had essure inserted for female sterilisation. Detailments about essure insertion date, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. In addition, other events were reported: hysterectomy ('the majority are having to have hysterectomies as early as age 20'), pregnancy with contraceptive device ("there is about 45, maybe more who were pregnant or have been pregnant with essure") and experienced abortion spontaneous ("many lost the babies"). The reporter considered abortion spontaneous, death and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of deaths due to the essure in an unknown number of female patients. Detailments of dates and cause of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of death ('we are learning of deaths due to the essure') and in an unknown number of female patients who had essure inserted for female sterilisation. Detailments about essure insertion date, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. In addition, other events were reported: hysterectomy ('the majority are having to have hysterectomies as early as age 20'), pregnancy with contraceptive device ("there is about 45, maybe more who were pregnant or have been pregnant with essure") and experienced abortion spontaneous ("many lost the babies"). The reporter considered abortion spontaneous, death and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: device removal field and seriousness criteria of the event hysterectomy were updated. This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of deaths due to the essure in an unknown number of female patients. Detailments of dates and cause of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.